Event description:
It was reported there was impedance >3000 ohms and noise; outer insulation damage observed after removal. Device was removed from service. No patient complications have been reported as a result of this event.